Manufacturer narrative:
Correction: section b6. Relevant tests/laboratory data, including dates should have been "fluoroscopy confirmed the lead dislodgement" rather than "blank".

Event description:
It was reported that the right atrial (ra) lead was not capturing or sensing. During fluoroscopy, the ra lead was noted to have dislodged. Many attempts were made to reposition, but p waves were out of range and the physician elected to explant the lead and implant a new lead. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense, and p waves out of range. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix the helix could be extended, the full helix extension length was measured within specifications. The reported events of failure to capture, failure to sense, and p waves out of range were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.